Event description:
Guidant received information that following implant, the cardiac resynchronization defibrillator (crt-d) was intermittently displaying an atrial complex only on the surface electrogram. Thresholds are all fine. The patient was transported to the room and an intermittent loss of right ventricular (rv) and left ventricular (lv) capture was noted. Rv and lv outputs were programmed to maximum settings. Since then it was further reported that the nurse saw another isolated p-wave with no following qrs or pacing spike. Further system evaluation reported seeing a premature ventricular contraction (pvc) followed by a premature ventricular pace (pvp), but no p-wave was being sensed. The nurse reported that following the implant procedure, the patient's right bundle branch was disabled, so the patient no longer has an underlying rhythm.

Manufacturer narrative:
It is suspected that the p-wave without the corresponding qrs issue may actually be a fused beat or oversensing noise causing inhibition. The physician is considering an invasive procedure to evaluate the system further. Guidant received additional information that the problem was isolated to the ventricular lead. Once the sensitivity was reprogrammed to least, no further problems were noted. The patient will not have any system revisions performed at this time. Approximately 62 months later, this device was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another crt-d. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that following implant, the cardiac resynchronization defibrillator (crt-d) was intermittently displaying an atrial complex only on the surface electrogram. Thresholds are all fine. The patient was transported to the room and an intermittant loss of right ventricular (rv) and left ventricular (lv) capture was noted. Rv and lv outputs were programmed to maximum settings. Since then it was further reported that the nurse saw another isolated p-wave with no following qrs or pacing spike. Further system evaluation reported seeing a premature ventricular contraction (pvc) followed by a premature ventricular pace (pvp), but no p-wave was being sensed. The nurse reported that following the implant procedure, the patient's right bundle branch was disabled, so the paitent no longer has an underlying rhythm.